Event description:
It was reported that the light source front panel light-emitting diodes were blinking. The issue occurred during inspection. No procedure and no patient were involved.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that all the light-emitting diode lights on the front panel were blinking due to a cable stuck in the turret unit. The event can be [detected/prevented] by following the instructions for use which state: clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating. Olympus will continue to monitor field performance for this device.